Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer received multiple intermittent power source alerts. Additionally, the pump battery was charging slower than expected and the battery percentage remained static at a value while charging. There was no reported adverse impact to customer's blood glucose level. Customer continued to use the pump for insulin therapy.